Event description:
The pt reportedly experienced a problem with the audible alarm on the sound processor. The pt was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's device was no longer functioning. The c1 device was explanted. Reimplanted with another advanced bionics cochlear implant.